Event description:
A unity without scale is evident. Desc syringe 50cc luer lock bd

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
No additional information received. A unity without scale is evident. Desc syringe 50cc luer lock bd. Additional information received 19feb2024. Unit is ready for collection.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported a unit without the scale was received. To aid in the investigation, one sample in an opened packaging bister and one photo was provided for evaluation by our quality team. A visual inspection was performed. The syringe is missing the syringe barrel scale lines, and the numbers are incomplete. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there is a jam during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 2278707. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.